Event description:
The patient was prepared for midline insertion to right accessory cephalic vein. A 3 fr catheter used for attempt under sterile technique. Blood return was noted, guidewire was removed and midline was threaded through the introducer. When the midline was flushed leaking was noted at the end by the needless valve. The midline was discontinued. The patient outcome was that the leaking midline was removed and a new midline was placed.

Manufacturer narrative:
The malfunctioning device was returned to vygon, and it was then forwarded on to the supplier for investigation and evaluation. The investigation is still on-going, and the results will be communicated to the FDA within thirty in a follow-up MDR.